Manufacturer narrative:
Date of event: on an unreported date in (B)(6) 2019. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was treated with an unspecified drug (dose, route, frequency and duration not reported) which was added into the dianeal solution at the earlier stage of the treatment. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient has recovered from the event. Pd therapy was withdrawn at the later stage of the treatment. No additional information could be provided as the reporter declined follow up.